Event description:
The customer reported that an unknown object (possible teflon) was sticking out into the working channel involving an olympus gastrointestinal videoscope. It was unspecified when this issue occurred. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.